Event description:
Customer reportedly received the following results for a patient on the inform system within 10 minutes: 476 mg/dl and 84 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.